Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. After performing several tests, it was identified that the system did not exhibit arm movement when powered on with the cannulas installed. Multiple verification procedures and adjustments were carried out, and the customer was satisfied with the results. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, when the system was turned on, it was observed that the patient side cart (psc) arms moved even with the cannulas installed in the arm. The customer was not sure whether the arms had moved, but when the system was turned on, noises were heard in the arms and the surgeons decided to remove the instruments. It was not proven that the arms had moved. The procedure was completed with no reported injury.